Event description:
Information was received from a health care professional (hcp) via a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports the patient reported dissatisfaction/ineffective therapy, specifically for the last 6 months. Rep reports they believe the patient may have gotten therapy for a few months, but it was largely ineffective. Rep reports the patient was last re-programmed in (B)(6) 2024 and rep reports the patient had stopped using their device since that re-programming appointment. The cause was unknown/not determined, rep reports no issues were noted with the device or leads, no further troubleshooting actions were taken, and the issue was considered resolved with device removal.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.